Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Block e1 (initial reporter city): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h2 (additional information): block b5, block e1 (initial reporter title, first name, last name, and address 1, initial reporter city), block e3, and block h11 have been updated based on the additional information received on february 27, 2025. Block h2 (correction): block g1 (mgr site country) has been updated.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2025. During the procedure, the physician was unable to successfully deploy the band after several attempts. He attempted to deploy the bands again a few times; however, two bands were deployed instead of one. The procedure was completed with another speedband superview super 7 device. There were no reported patient complications as a result of this event. Additional information received on february 27, 2025: the speedband superview super 7 was used in the colon during a removal of varices procedure performed on (B)(6) 2025. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2025. During the procedure, the physician was unable to successfully deploy the band after several attempts. He attempted to deploy the bands again a few times; however, two bands were deployed instead of one. The procedure was completed with another speedband superview super 7 device. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Block e1 (initial reporter city): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h2 (additional information): block b5 (describe event or problem) has been updated based on the additional information received on march 26, 2025.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2025. During the procedure, the physician was unable to successfully deploy the band after several attempts. He attempted to deploy the bands again a few times; however, two bands were deployed instead of one. The procedure was completed with another speedband superview super 7 device. There were no reported patient complications as a result of this event. Additional information received on february 27, 2025: the speedband superview super 7 was used in the colon during a removal of varices procedure performed on (B)(6) 2025. It was noted that no difficulty was experienced upon setting up the device. Additional information received on march 26, 2025: it was clarified that the correct anatomy location is rectal canal.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2025. During the procedure, the physician was unable to successfully deploy the band after several attempts. He attempted to deploy the bands again a few times; however, two bands were deployed instead of one. The procedure was completed with another speedband superview super 7 device. There were no reported patient complications as a result of this event. Additional information the speedband superview super 7 was used in the colon during a removal of varices procedure performed on (B)(6) 2025. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information it was noted that the clip was broken upon deployment in the colon.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Block e1 (initial reporter city): (B)(6). Block h2 (additional information): block b5 (describe event or problem) has been updated based on the additional information received on november 5, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h11: investigation result the returned speedband superview super 7 was analyzed, and a visual evaluation revealed no damages in the handle section and the suture wire was returned with seven knots. The ligator housing was not returned. No other problems with the device were noted. The reported events of bands unable to deploy and bands prematurely deployed were not confirmed since there were no damages found in the handle and the ligator housing was not returned. The most probable cause of the reported problem cannot be established due to lack of evidence. Therefore, the most probable root cause of this complaint is cause not established.